Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received the open book image on the insulin pump screen. The customer¿s blood glucose level was unknown. Customer stated that insulin pump started beeping and it had a open book with a red x. Customer stated that the insulin pump had software error detected alarm. Customer also stated that this keeps happening when the insulin pump was expose to very cold temperature below 40. The insulin pump will not be returned for analysis.